Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8500fos serial/batch number 15012073 was received for evaluation. Visual inspection found that the outer tube hood was bent inside the cutting blades. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. According to dfu-0215-eor1-f. Precautions. 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8500fos burr got twisted and in the hood, causing metal shavings on the lens. This was discovered during a case with no patient effect. All fragments removed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.